Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4508swc was removed on (B)(6) 2019 due to loss of osseointegration 1 year and 8 months after implantation. The patient has no significant medical history. The doctor noted local infection during the explantation. The patient required bone augmentation for the surgery. The patient has recovered without complications.